Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) unspecified large volume infusor leaked during priming. It was further reported that infusor line was primed and the spiros anti-winding connector was added and a blue dead-ender cap was added on top of the spiros connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of one (1) sample was provided for evaluation. Visual inspection on the photograph showed evidence of a leak inside the bag that contained the device. However, the exact location of leak was not determined. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. The devices for the other fourteen (14) events were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.